Event description:
It was reported that there was high and varying impedance on the left ventricular (lv) lead. The lead was noted to be fractured. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.